Manufacturer narrative:
The device was unavailable for evaluation as it remains in the patient. It was reported that a creo mis screw that was seen to be more inward than desired by the surgeon according to CT imaging taken immediately post-op. The initial surgery conducted on (B)(6) 2024 consisted of a vertebroplasty at l1 and posterior fusion at t11-l3. A revision surgery was completed on (B)(6) 2024 to replace all implants from the initial surgery with new implants. The screw was not returned for evaluation. The reporting spine specialist was contacted to review the surgical procedure. An attempt to reach out to the reporters for additional information was made and it was confirmed that the screw was placed more inward than the surgeon had intended in the initial surgery. No images of the screw trajectory were available for review, therefore the exact trajectory is unknown. The path of the trajectory is dependent on the surgeon. The cause of the reported complaint can be traced to the trajectory that was created by the surgeon, therefore the cause is traced to the user.

Event description:
It was reported that a creo mis screw deviated protectory and contacted the patient's aorta. This event occurred in japan.